Event description:
The device was explanted because the patient was experiencing a subluxing right hip after a revision (including cementation of a polyethylene liner). The patient was presented with a failed polyethylene/cement interface. The patient reported increased pain over the past several weeks and described his hip joint as "not staying in."